Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after experiencing chest pains. X-rays and echocardiogram revealed that the lead had perforated. The fluid was drained from the lungs/pericardial space. The lead was repositioned.